Event description:
The patient was an approximatly 40 year old filipino female with a history of biliary disease, dvt, and ivc stenosis. She had been on coumadin therapy ahd had been anti-coagulated with multi-dosages of vitamin k. This dosage resulted in a hypercoagulable state. She presented to hospital with chest pain, shortness of breath, suspect pulmonary embolism. Attempts were made to place an ivc filter via the right femoral vein; the filter became dislodged in the right common iliac vein. 2-d echo showed clot in ivc extending into the right atrium. The patient was experiencing severe bilateral leg pain. The patient had a history of chronic, potentially congenital, ivc stenosis, secondary to budd-chiari syndrome. This predisosed the patient to high venous pressures, dvt and pe. The patient was referred to hospital for venous thrombectomy and follow-up treatment. Via the right jugular vein a temporary filter was placed at the right atrium/ivc. Access was also gained at the right femoral vein; via this site the catheter was operated for approximately thirty minutes with good results. IV saline was infused into the patient during catheter treatment to avoid volume depletion. Venous return was established and there was no immediate hemodynaminc problems. At this time, additional lysis with urokinase was considered against. The physician decided to dilate the chronic venous stenosis using a 10mmand 16 mm balloon. This resulted in a profound, dramatic flow increase. There was no pulmonary arterial pressure monitoring. The patient experienced ventricular tachycardia followed with electromechanical dissociate and death. The patient's death occured approximately 10 to 15 minutes post angiojet treatment. Dr, the principal investigator, stated that the profound restoration of flow into the heart resulted in an overloading of the pa microcirculation. Dr. Does not believe that the patient's death was related to the use of the catheter. An autopsy was perfomed and it was determined that the patient expired as a result of complications related to metastisized cancer in the lungs. The vessels segmented that had been treated with the angiojet showed no signs of damage. There was chronic organized clot at the hepatic v/ivc. There was no sign of bowel trauma, hemorrhage, or obvious coronary disease. There were no obvious large pulmonary emboli and no evidence of clot in macro arteries.